Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/27/2017 with the following findings: on examination, moisture corrosion inside the battery compartment was confirmed. The battery compartment was cracked. Leak testing confirmed moisture ingress into the battery compartment at the site of the crack. On investigation, the pump failed to power on. There was no evidence of moisture in the pump¿s interior compartment. Investigation duplicated the complaint.